Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, but the exact cause is unknown. One guidewire from a powerpicc custom kit was returned for investigation. Blood residue was found on the sample, which indicates that the guidewire was used. There was a break in the core wire 2.0 cm from the distal tip of the guidewire, which allowed the coil wire to unravel and stretch over the core wire. The distal segment of the coil wire was still tightly coiled over the distal segment of the core wire. The coil wire was intact and no parts of the guidewire were missing. A microscopic examination of the guidewire revealed that the weld tip was still intact. A tactual investigation revealed that the coil wire could be stretched over the core wire. This type of damage can occur when the guidewire is retracted against the needle bevel. The needle was not returned for investigation and it was not reported when the damage occurred. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of 15jb5598 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per sales representative, a hospital reported that a wire from a PICC kit shredded towards the end of the stylet.